Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2021. H6: health effect ¿ clinical code = gastrointestinal system (e10) product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information requested and received: what were the indications for surgery? -unknown did the patient receive any preoperative chemotherapy or radiation? -unknown does the surgeon believe that there was an alleged deficiency of the cdh29p device that cause or contributed the leak that happed 3 weeks later? -yes, because there was a leak at the anastomosis. Were there any issues experienced with the device in the initial surgical procedure? -no what healthcare professional fired the device and what is his/her experience with the device? -an rnfa fire the stapler. Rnfa has probably fired it 2-3 times where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? -unknown, doctor goes by feel of the rotation knob. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? -unknown were there any issues with device use/firing? -no, firing went well and complete. What confirmation was received that the device completed the firing sequence? -heard the "crunch" from the washer and got a green check mark on the device. Was the green checkmark visible at the end of the firing? -yes how many counter-clockwise revolutions of the adjusting knob were used to open the device? -two full 360 degree rotations. Was there any difficulty removing the device? -no was a complete transection of the white breakaway washer visually confirmed? -yes were the donuts inspected? If so, please describe. -yes, donuts looked good and complete were there any issues noted with staple formation? If so, please describe the shape and location. -no issues noted was a leak test performed? If so, what type and what was the result? -yes, a leak/bubble test performed successfully with no bubbles. They used a flex scope. Was the staple line visualized endoscopically during the initial surgical procedure? -yes, the staple like was visualized with a flex scope after firing and during the leak test. How was the leak identified? -patient came to ER and they were forced to do a ex-lap. Leak was identified during procedure. What was observed at the site of the leak upon reoperation? -unknown how was the leak addressed? -colostomy. What is the current status of the patient? -colostomy.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Does the surgeon believe that there was an alleged deficiency of the cdh29p device that cause or contributed the leak that happed 3 weeks later? If so, why? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? What is the current status of the patient? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that after a lap sigmoid colectomy, there was a re-operation (ex-lap) three weeks later stemming from an anastomotic issue/leak. The first surgery was performed on june 10th and the powered circular was fired correctly and passed a bubble/leak test.